Manufacturer narrative:
B5 - reporetedly, "the surgeon explant the initial lens on (B)(6) 2023; during injection/implantation of replacement lens there was a lens break. So he directly explant the replacement lens and implant again the initial lens." Refractive surprise is observed. Exchange is planned. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vtich12.6 implantable collamer lens of 6.5/3.0/146 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Refractive surprise was reported, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found the optic torn as well as the haptic broken and bent. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B5: lens was exchanged on (B)(6) 2023 with same length different diopter lens and problem was resolved. All fine! Patient is happy! Cause of the event is reported as unknown. Claim#: (B)(4).